Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (400 mcg/ml), bupivacaine (40 mg/ml), and morphine (50 mg/ml) via an implanted pump. The indication for use was spinal pain. It was reported the patient felt the pump might not be working properly as they were experiencing the same symptoms as when they had opiate withdrawal in the past. The patient stated the symptoms began a couple of weeks ago, and haven't stopped. The patient stated that they felt frozen to the core, as if ice was running through their veins. The patient's added that they can't eat because they had a constant weird metallic taste in their mouth. The patient stated they're cold all the time and can't put enough clothes on. It was noted that the patient was sick all the time, and all they can do is lay around, and ends up being in pain from laying around. It was mentioned that what they're going through is unbearable, and is trying to have the pump turned off and surgically removed because they don't want there to be this type of control over their body. The patient stated that today is the first day in about 9 days that they have felt semi-normal. The patient mentioned that they did not hear any pump alarms. The patient stated they have been in and out of hospitals, noting that they went to the ER a little over a week ago. The patient stated the ER told them there was nothing they could do and advised the patient to go to their pain doctor. The doctor's office scanned the pump and noted it was working normally. It was also noted the patient contacted their family doctor and they are doing blood work. The hcp thought it might be autoimmune disease, which makes the patient wonder if the hcp properly evaluated the pump. It was noted that the new pump was started at 30% of the previous pump and the patient wanted the dosage adjusted due to opiate withdrawal. The patient felt no different at 30% and the hcp turned it down even more as the patient felt they could manage it. There was no out of box failure. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2019-sep-18 regarding a patient receiving intrathecal unknown morphine 40 mg/ml at 2.9 mg/ml. It was asked but unknown when the event/difficulty occurred, and the event occurred during normal use. The catheter was replaced on (B)(6) 2019 and would not be returned as the customer discarded. It was reported the patient felt he was not getting good pain relief. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included attempting to aspirate cerebrospinal fluid (csf) from the catheter access port (cap) was unsuccessful. The catheter was replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4); product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer indicated that the cause of the inability to aspirate the catheter access port was unknown. No further complications have been reported.